Manufacturer narrative:
The results of the investigation showed abnormalities that are consistent with the reported event, however the root cause could not be determined. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required.

Event description:
During cardiomems implant procedure the physician experienced difficulty advancing the cardiomems delivery system over the guidewire. The guidewire position was lost and the physician decided to remove the delivery catheter. Upon removal, damage was noted on the delivery catheter in the form of small splintered pieces that were still attached to the catheter. The decision was made to utilize a new cardiomems sensor to complete the procedure and it was reported that a second access site was used. The patient was retained an additional two hours for observation due to the second access site. There were no adverse consequences to the patient. The physician reported the cause of the advancement difficulty was due to the guidewire and high filling pressures as well as large right ventricle of patient.